Manufacturer narrative:
(B)(4). Date sent 1/14/2025. D4 batch #c9dm2p. Investigation summary- the product was returned for evaluation. Visual inspection were conducted on the returned device. Visual analysis of the returned sample revealed that one pcee60a device was returned inside its package unopened; upon visual inspection, the tyvek was not aligned to the blister however this not compromised the product sterility. This defect has been correlated to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device lot number c9dm2p, and no non-conformances were identified.

Event description:
It was reported that before an unknown surgery, when the box was opened, the sealing position was misaligned (the gluing of the surface paper and the plastic case was misaligned and there was a gap). Therefore, it was determined that the sterilized condition was not kept, and a new one was opened. The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 12/17/2024. D4: batch#: unk. The manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.